Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: 23th february 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint lens and smartload were received in the smartload insert. Visual inspection under magnification revealed that the lens was received stuck to the smartload insert. The lens was removed and cleaned, presenting with no issues. The received smartload was also inspected, presenting with no issues. The complaint issue could not be confirmed and, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The reported issue is an anticipated/expected event for gab00 (smartload sensar 1 piece) and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the risk management files. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: the preloaded product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted and therefore not explanted. Reporter telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptic of an intraocular lens (iol) was defective. The customer noticed a small fracture while the lens was still in the shooter. According to the customer, there was no contact with the patient's eye. No additional information was provided.